Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 125ml/hr and 25ml and the pump tested within specifications as follows with downstream occlusion functional: 1st test: 25.6ml or 103% of expected volume, 2nd test: 25.4ml or 102% of expected volume, 3rd test: 25.3ml or 102% of expected volume. The pump's log was reviewed and the log review shows no pump activity on stated event date of (B)(6) 2015. Without the actual date of infusion and/or intended parameters, further evaluation was not possible. Based on the results of the evaluation, the pump operated as intended and the reported failure could not be reproduced. No conclusions can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: customer only able to provide this info "pump said it was infusing and it did not infuse" occurred on (B)(6) 2015. Unk medication, rate, customer did not save tubing. Denied pt injury.

Manufacturer narrative:
(B)(4). The actual device has not been rec'd yet and the investigation is on going at this time. A f/u report will be provided when the inspection results become available. (B)(4)